Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to medwatch as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced a red rash at the sensor site. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.